Event description:
It was reported that there was a catheter blockage. The reporter noted that last week the health care provider (hcp) performed a catheter dye study and could not aspirate or inject fluid. There was a revision scheduled for (B)(6) 2013, and it was noted they would do another catheter dye study to begin with, and troubleshoot the catheter from there. The reporter had no additional patient information at that time. The drug in the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2013-03215.

Event description:
This information was previously reported in manufacture report# 3007566237-2013-03337. Additional review determined it was related to this event. [A representative reported a catheter blockage. The patient's healthcare provider had performed a catheter dye study last week and could not aspirate or inject fluid. A catheter revision was being performed on (B)(6) 2013 "where they would open up the patient and do another catheter dye study to begin with and troubleshoot the catheter from there". A representative reported that a catheter revision was performed on the day of the report to "determine an issue". They stated "this issue" went back " a few months". The doctor wanted the patient to get 0.05 mg/day of drug. It was reviewed that was not possible with a concentration of 3 mg/ml. The lowest possible dose would be 0.144 mg/day. The doctor approved. It was calculated that for the next four to six days the patient would be getting 0.144 mg/day and then it would "drop down". The risk of the programmer showing 1 mg/ml when "actually 3 mg/ml was being delivered" was discussed. The medications infused were previously dilaudid and clonidine. The new medication infused was dilaudid.] Additional information reported the patient was doing much better now that the catheter was revised.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced a return of pain due to the catheter issue. The occlusion was at the distal segment. The catheter revision surgery was performed on (B)(6) 2013. They cut 17cm from the existing 8709 and added the 8598a totaling 23cm added. The new catheter length is 95cm. At the time the catheter issue occurred, the pump was delivering dilaudid 3 mg/ml at 0.7007 mg/day and clonidine 100 mcg/ml at 23.36 mcg/day. After revision surgery was performed, the drug was diluted and pump was programmed to deliver dilaudid 1mg/ml at 0.05 mg/day and clonidine 33.3 mcg/ml at 1.666 mcg/day.